Event description:
During use of the device for a surgical procedure, the user observed an eo3 alarm. The unit was changed out and the surgical procedure was completed successfully. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Eval in progress but not yet concluded.